Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated and the reported condition that the cords of the device were not working properly was confirmed. An assessment was preformed and it was determined that the cord was damaged, and the pawl release was worn out. It was further determined that the device failed pretest for safety assessment. The assignable root cause of these conditions was determined to be traced to maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported that the cords of the motor device were not working properly. During in-house engineering evaluation it was observed that the device failed pre-test for safety assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.